Event description:
Please find enclosed the patient files from the follow up 2 months post implantation. The next follow up is scheduled on (B)(6) 2023.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.